Event description:
It was reported that the user experienced very high blood glucose, with the cgm indicating ¿high¿ and a confirmatory fingerstick of 500 mg/dl, later 421 mg/dl, after noticing insulin cartridge fluid leaking into the ilet pump. The user performed a full supply change with a new cartridge, tubing, connector, and infusion set, after which insulin dosing resumed, and glucose began trending down to 382 mg/dl. Symptoms included headache associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leakage related to a seal issue consistent with a reservoir component problem and a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.